Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this case is for the (B)(6) 2024 event. Please see (B)(4) for the (B)(6) 2023 event, (B)(4) for the (B)(6) 2023 event, and (B)(4) for the (B)(6) 2024 event. Customer reported that on (B)(6) 2024 he was at home watching tv and had a low blood glucose of 33mg/dl. He woke up with the paramedics there. Paramedics gave him liquid glucose and intravenous fluids. Customer declined troubleshooting. Per (B)(4), customer said he had been going too low for the above four events ¿ alleging over delivery. There was harm requiring the medical intervention of the paramedics. Pump was likely used at the time of the incident since customer alleged over delivery. Per (B)(4), customer did not have sensor for a month and a half. So, per customer, smartguard was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information submitted in section h6 (health effect - impact code): 4644 with initial report was not required.

Event description:
Customer reported that on (B)(6) 2024 customer had a low blood glucose of 33 mg/dl. Paramedics dispatched. Paramedics provided liquid glucose and intravenous fluids. Customer declined troubleshooting. Per notes, customer had been going too low for the four events, alleging over delivery. There was harm requiring the medical intervention of the paramedics. Pump was likely used at the time of the incident since customer alleged over delivery. Customer did not have sensor for a month and a half. So, per customer, smartguard was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced hypoglycemia with blood glucose value of 33mg/dl at the time of event. It was also reported that possible over delivery anomaly. Troubleshooting was declined. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will not be returned for analysis.